Manufacturer narrative:
H3: a hardware analysis of bi71000186r was initiated to determine the probable cause of the issue. Analysis was unable to confirmed reported issue "system fans malfunctioning". Ups was charged for at least six hours. Ups passed test and no problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Several components were returned, analysis was completed on 2 of the components. Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000210 dongle pendant, rev 2 svc o2 bi71000186r pwr supply o2 ups rfb, 10013321702 rev 1 kit svc o2 bi71000176 encl power convsn, fmzvv rev 2 kit svc bi71000195 tray o2 ias power, iec 160318196 rev 1. A manufacturer representative went to the site to test the equipment. It was reported that the following components were replaced: power enclosure, power tray, dongle, and mobile view station (mvs) uninterruptible power supply (ups). The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure and the dongle were returned for analysis. There was an electrical failure with the power conversion enclosure. There was a mechanical failure with the dongle. The uninterruptible power supply (ups) and the power tray were still under analysis on the date this report was filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being service outside of a procedure. It was reported that when you turn the imaging off and unplug the umbilical the fans keep cycling on and off. Also found the imaging dongle was broken and the uninterruptible power supply (ups) did not turn off when power was unplugged. No patient present.